Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced and the right ventricular (rv) lead was surgically abandoned and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device reverted to safety mode operation due to system resets caused by high internal battery impedance. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it was determined this device was operating in safety mode due to system resets. Reversion to safety mode after detecting resets is expected device function. The resets were a result of high internal battery impedance. This latent battery condition puts a device at risk for system resets to occur due to temporary high-power consumption and subsequent reversion to safety mode to maintain back-up pacing. A field safety notice was delivered to physicians in june 2021, and updated in november 2023, regarding ingenio el and crt-p devices that may initiate safety mode later in device life when the device battery exhibits high internal impedance. Investigation conclusion code: cause traced to device design.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the lead was programmed to bipolar in the past and now it has switched again. Additionally, there were some non-sustained ventricular tachycardia (nsvt) events with noise that was being oversensed causing pacing inhibition of less than two seconds. Technical services recommended further testing. The patient is not dependent on rv therapy. At this time, the system remains in service. No adverse patient effects were reported.